Event description:
Reported the ventilator restarted and alarmed during service evaluation. There was no pt involvement. The respironics service technician contacted technical support about the ventilator restarting. The customer was given a repair estimate and declined to have the ventilator serviced at this time.